Event description:
Further information was received indicating the patient's exacerbated heart failure was suspected to be caused by elevated pacing threshold and phrenic nerve stimulation. Further information was requested but not yet received.

Event description:
Approximately one week following implant, patient was hospitalized for dyspnea, shortness of breath, worsening of heart failure and phrenic nerve stimulation. The device was interrogated which indicated the left ventricular pacing threshold was elevated; a complete loss of capture was suspected. In addition, the physician suspects the dyspnea and acute deterioration upon hospital admittance was related to phrenic nerve stimulation. Diuretic medication was administered to the patient and the device was reprogrammed. The patient was discharged after about five days in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Two days following device implant, the patient presented to the hospital with dyspnea, shortness of breath, and worsening heart failure. The device was interrogated and showed an elevated left ventricular (lv) pacing threshold. The device was reprogrammed and the patient's medication was changed. The patient was discharged from the hospital the same day in stable condition.